Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2018-09860, 1627487-2018-09861 and 1627487-2018-09862. It was reported the patient's drg system was exhibiting high impedance on multiple leads. Consequently, surgical intervention was taken and the leads were re-seated and locked in place. Postoperative, a diagnostic check showed all impedance within normal range. In addition, the patient's stimulation therapy was turned on and the patient reported receiving effective stimulation therapy coverage.